Event description:
The customer reported the device was not functioning properly in relation to the sound abatement foam (uno) recall. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding the foam recall. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted to correct the description of the event or problem previously reported. The dreamstation CPAP pro was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third-party service center, the device showed no signs of foam degradation. Furthermore, there is no evidence to suggest that the device malfunctioned in a way that could lead to death or serious injury if the issue were to recur. Therefore, this complaint is not reportable to any regulatory agencies.

Event description:
This report is being submitted to correct the description of the event or problem previously reported. The dreamstation CPAP pro was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third-party service center, the device showed no signs of foam degradation. Furthermore, there is no evidence to suggest that the device malfunctioned in a way that could lead to death or serious injury if the issue were to recur. Therefore, this complaint is not reportable to any regulatory agencies.